Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A g7 neutral e1 liner 32mm was returned and evaluated against the complaint. Visual inspection found scratching and gouging on the rim and sidewall of the liner. The barb has been scraped such that strands of poly protrude from the liner. No damage was observed on the outer radius. The dimensional analysis of the device identified the device was conforming to specifications during manufacturing. Complaint sample was evaluated and the reported event was confirmed. Review of the device history records identified no deviations or anomalies during manufacturing. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported g7 nt liner could not lock into the g7 shell in surgical field. An alternate liner was used to complete the procedure. There was a 10 minute delay. No adverse consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.